Manufacturer narrative:
(B)(6).

Event description:
It was reported that part of a smiths medical portex® blue line® uncuffed tracheostomy tube had become loose and was found in the patient's bronchial tube. Upon arrival to the hospital, an x-ray was performed and noted that part of the cannula had been released into the bronchus. Two months prior the patient underwent placement of this tube during a routine change out. Subsequently, it was required that the patient undergo a bronchoscopy. The patient recovered with no adverse patient effects.